Event description:
The suspect device was used to check the customers blood glucose. A result of 413 mg/dl was obtained. The pt dosed insulin and two hours later the device read 118 mg/dl. The pt retested twice and the results were 106 and then 91 mg/dl. The pt went to the hosp and they kept them for observation. No treatment provided. Controls were not used. The device was replaced and requested to be returned for eval.